Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was 11.2mmol/l. The customer reported that transmitter does not blink when connected to the sensor. The customer found out that there is no cannula in the sensor. The customer was advised that we send replacement. The customer reported via phone call that the sensor needle break. Customer's blood glucose at time of incident was 13.4mmol/l. The customer found that the cannula is missing. The customer reported that sensor cannula is still in the body. The customer was reassured from our experience it is unlikely the sensor fracture and it most likely the result of a sensor retraction. The customer was advised to return the sensor for analysis. The customer reported via phone call that there is blood at site issue. Customer's blood glucose at time of incident was 13.4mmol/l. The customer was advised to apply firm pressure for approximately 3 minutes with gauge.